Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 3 of 4. The hp stated they disconnected to go to the bathroom and after reconnecting and pressing go the hc alarmed system error 2240. The technical service representative (tsr) asked the home patient (hp) if they closed his clamps when they disconnected and they said no. The tsr explained that they should always close their clamps when they disconnects to step away from the hc during therapy otherwise they would get air in the lines. The hp understood. The tsr asked the hp if they needed assistance to end therapy and they said no. The hp decided they were just going to end therapy for the night. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did disconnect to the alarm, proper disconnect procedures were not used, and the hp reconnected to the setup. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; because the patient reported disconnecting during therapy. The cause was use error, the patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.